Event description:
It was reported that the patient had an additional procedure due to two drops in the heartmate 3 flow rate. This procedure was related to the chest tube and out flow graft placement. There was slight bleeding around the heart's apex due to heart issues after acute myocardial infarction (mi).

Event description:
Additional information revealed that the myocardial infarction occurred prior to the left ventricular assist device implant. Despite aggressive resuscitation, the patient continued to have significant bleeding and hemodynamic instability. Therefore, they were packed open with the plan to return to the operating room for chest closure once stable on (B)(6) 2022. Leaving the operating room, the rhythm was atrioventricularly paced at 110 bpm. The patient was discharged to in-patient rehab on (B)(6) 2022.

Manufacturer narrative:
Section b5: correction: it was reported that the patient's chest was re-opened two times due to a drop in heartmate 3 flows which were related to chest tubes and outflow graft placement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information confirmed that the patient had a sternal washout during the chest closure procedure on (B)(6) 2022.